Event description:
I have used advanced medical optics complete moistureplus for a while. But, for the past two and a half years I have constantly gotten eye infections. My eyes are irritated, they become extremely sensitive to light -even house lights-, till I could not open my eyes, they were also always scratchy feeling, very red and would almost swell shut. I have pictures of me when they were really bad. I have been to the doctors four times and have had a least eight infections in the past two years. I have been prescribed three different medicines as the infections kept coming back. My ophthalmologists has given me stronger medicine but this last month, it took three to four weeks to get rid of the infection. I was just ready to get lasik surgery so that I would not get the infections any more. The doctors all said we need to find out what's causing the infections--but that is difficult. I accounted it to the air conditioning in my infiniti g35. I found out about the recall today and saw that I should report any problems. Dates of use: 2005 - 2007. Diagnosis or reason for use: for sterilizing contacts.